Event description:
The customer reported via phone call that she could not remove the battery cap from the insulin pump. The battery cap was stripped. The insulin pump had cracks on the battery compartment. Her belt clip and holster also broke. Customer's blood glucose level was around 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.